Event description:
It was reported that patient reported oozing of medication at the site and also has slowed cognition and mild cognitive decline related to his advanced pd event on (B)(6) 2026.

Manufacturer narrative:
Name: abbvie inc street: 1 north waukegan road line 2: north chicago city: north chicago state: il zip code: 60064. Based on the available information, this event is deemed to be a reportable malfunction request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.